Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma replacement procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the physician removed the peg tube without resistance. When the physician checked the peg tube, he noticed that the internal bolster detached inside the stomach. The detached bolster was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: a visual examination of the returned device revealed the feeding and medicine ports to be open. The external bolster was located at the 13.5 cm mark and was without issue. The internal bolster was found to be separated from the device and the bolster was not returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Based on all gathered information, the most probable root cause is "operational context." A DHR review of lot number 15967089 was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostome replacement procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the physician removed the peg tube without resistance. When the physician checked the peg tube, he noticed that the internal bolster detached inside the stomach. The detached bolster was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.